Event description:
Customer states that the monitor did not register respiration signals when hooked to a pt. Customer states that the monitor did not alarm or show an alarm condition at any time during "a couple of minutes" of this condition. Customer also states that she failed to get the unit to alarm for slow heart rate.